Event description:
It was reported that catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. There was no problem with the image during preparation; however, during insertion, the image was suddenly lost and the screen went black. It was noted that the air ingress was not resolved with flushing during preparation. The procedure was completed with another of the same device, and no patient complications were reported.